Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On an unreported date the patient was hospitalized for this event. Treatment for this event was not reported. On an unreported date the patient¿s peritoneal catheter was removed. The patient has recovered from this event. No additional information is available.